Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n354 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n354 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A video was returned for evaluation. The complaint kit and smart card were not returned for evaluation. Examination of the customer provided video shows a leak at the bond between the spike chamber port and the tubing, confirming the reported complaint. A material trace of the spike chamber w/ vented guard used to build lot n354 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the reported tubing leak could not be determined based on the available information. No further action is required at this time. (B)(4), on (B)(6) 16 jun 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the saline spike was leaking during the treatment, after 400 mls of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The kit return was requested; however, the customer will not return the kit. The customer returned a video for investigation.